Manufacturer narrative:
Analysis revealed that the complaint was not confirmed. However g4-2215 failed stim test. All 4 channels are over their specified limit. This can cause a higher stimulation output to patient. The g4 unit failed functional test.

Event description:
A report was received that the patient was shocked during an rf ablation procedure.

Event description:
A report was received that the patient was shocked during an rf ablation procedure.